Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump's basal rate and advanced settings reset after he replaced the battery in (B)(6) 2012. The patient did not notice the settings were incorrect till the next day. The patient obtained a blood glucose reading of 380 mg/dl and he experienced the symptoms of increased thirst and irritability. The patient took a correcting bolus dose of insulin via the pump, and his blood glucose level returned to within normal values. The patient did not seek any medical attention. The patient was able to successfully reprogram the pump with his correct basal and advanced settings. The patient did not suffer an adverse event due to the reported pump. The patient's blood glucose level and symptoms were not indicative of severe injury as defined by animas, and he denied seeing medical attention. However, as the patient alleged the pump's basal and advanced settings changed after a battery replacement, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. The pump was exercised for 29hours and then the battery was removed for approximately 6hours; the pump was rebooted with no resetting of the programmed basal rates. The programmed basal rate remained unchanged. A flow accuracy test was also given with the pump found to be delivering accurately. Review of the bolus history and tdd history shows no discrepancies in time or dates; no time/date defaults were observed. Review of the tdd basal delivery shows pump was delivering accurately up until the last date used by the patient. The black box shows no reboots occurring and no time/date resets were observed; also unable to verify basal rates being cleared from available information.